Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iabp has switched off during therapy". Additional information received stated that "the pump switched off during therapy due to a faulty cpm. The issue was resolved by swapping the pump". No patient injury, harm, or consequence reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). Returned for investigation was an autocat 3 (ac3) cpm board without firmware. The sample was returned in a white cardboard box with protective foam and esd bag. Visual inspection of the returned sample was performed. No abnormality was noted. Lab inventory 3.11.00 firmware was installed into the returned cpm board. The cpm board was installed into a known good ac3. The pump was powered up successfully. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. Bpw, ECG, and ap waveforms were monitored while pumping for approximately 2 hours and no alarms or errors were occurred. A device history record review was performed, and no relevant findings were identified. The reported complaint of the iabp has switched off during therapy is not confirmed. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the iabp has switched off during therapy". Additional information received stated that "the pump switched off during therapy due to a faulty cpm. The issue was resolved by swapping the pump". No patient injury, harm, or consequence reported. Patient condition unknown at time of report.